Event description:
Related manufacturing reference number: 2017865-2022-05905. It was reported that a patient's right ventricular lead exhibited noise with noise reversion, low pacing impedance, and high capture thresholds. The atrial lead was also reported to exhibit noise and low pacing impedance. The leads were both reprogrammed and the patient was stable after the procedure.

Event description:
Related manufacturing reference number: 2017865-2022-05905. New information notes that the patient's right ventricular lead and atrial lead both continued to exhibit the low impedance and high capture threshold issues that were previously reported. On (B)(6) 2022, the patient had both leads explanted and replaced. They were stable throughout the procedure.

Manufacturer narrative:
Correction: h6 codes now reflect the additional surgery that took place on may 10, 2022.

Manufacturer narrative:
Correction: previously submitted reports did not have section d6b filled to reflect the explant procedure's date of (B)(6), 2022.